Manufacturer narrative:
Date of event: unknown/ not provided. (B)(6). Evaluation has not been performed since the customer refuse to allow entry. It is unknown if the alleged fake software has compromised the safety functions or pre-treatment protocols of the laser system. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Distributor engineer reported that someone from (B)(6) wrote a fake software for the visx s4 ir and allowing the system to perform surgery without the need to insert a visx treatment card. He claims that they are doing this by replacing the original hard disk drive from the visx with a different one that contains the loaded fake software. Distributor reported that their multiple attempts to check the laser equipment has have been unsuccessful as the customer refuse to allow entry.